Event description:
It was reported the patient discovered the pump was not displaying bolus dose or blood glucose readings in the pump history. During the troubleshooting telephone call, the patient was able to successfully enter a blood glucose value in the pump and the pump displayed the needed amount of insulin for a bolus dose. However, the data later was wiped out and zero¿s were displayed. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated zero unit boluses. There was no activity outside normal use observed in the pump history. Using the patient settings, an ezcarb and ezbg bolus were programmed and the pump correctly calculated the appropriate bolus amounts. A normal bolus and an audio bolus were performed successfully and accurately recorded in the pump history. The pump was exercised for 24 hours with no issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.